Event description:
It was reported the programmer would not boot up and there was a fault error code lodged. The programmer was returned for service. There was no patient involvement or complications reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. Device powered up with an error. The power cord door was damaged, the printer drawer was broken, and the system fan was noisy.